Event description:
The tip of the nasogastric tube dislodged. The patient had a nasogastric tube inserted the week of (B)(6) 2015. On (B)(6) 2015 the patient vomited and the bend of the tube was found in the bed. No other information is available.

Manufacturer narrative:
There was no report of patient injury. The lot number was not reported. Samples from five lots were chosen at random and pull tested. None of the samples experienced a bond failure, the material ripped before the bond failed. The minimum load at break was 11.27lb. It is unknown how these types of forces could be applied to the tube during clinical use. The returned complaint sample was reviewed with manufacturing personnel.